Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was difficulty connecting the screw to a screwdriver. The surgeon tried fixing the stardrive recess with a pincer as it looked a bit deformed, but it did not work. Another screw was used. This occurred during a procedure and created a twenty minute delay in the procedure. This report is for an unknown screwdriver. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.